Event description:
It was reported that a malfunction alarm indicated by code malf 12 occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, and the malfunction did not recur afterwards. The customer was advised to continue using the pump and to contact support if the issue resurfaced.